Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 31 2007. Evaluation summary:the condition of fail code 810:04 was confirmed. This fail code was caused by the air in line printed circuit board being out of calibration. The air in line circuit board was recalibrated. This issue has been addressed per baxter's field correction action letter.

Event description:
The facility representative reported failure code 810:04. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.